Event description:
Pt with multiple anomalies s/p cardiac surgery had a positive peripheral blood culture for serratia marcescens on (B)(6) 2018 and (B)(6) 2018. She is a presumed serratia endocarditis (echo (B)(6) 2018 positive.) On (B)(6) 2018 bd issued a recall of ther bd posiflush heparin lock flush syringes and bd pre-filled normal saline syringes. Per review of our facility inventory, we carried the affected bd pre-filled normal saline. Syringes in the ref number and lot number range of recalled product. Product removed.